Event description:
A report was received from (B)(6) with information stating that during patient use, the display turned black. Although the touch screen continued to operate normally, the patient was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4) .